Event description:
Bard 3d max mesh implanted (B)(6) 2017 to repair right inguinal hernia. Moderate to severe pain in exact location of hernia. Pain is present while: sitting, standing from a seated position, leaning over to tie shoe laces, sneezing, cannot sleep on right side anymore. Discomfort while exercising: running, tennis golf, lifting weights. Surgeon denies mesh is cause of pain, claims I have a hip flexor issue, suggests physical therapy. Proceeded with physical therapy (B)(6) 2020, mixed results. In pain as of today, seeking surgical opinion to have mesh removed. FDA safety report ID # (B)(4).